Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas, with fingerstick glucose up to 267 mg/dl and concurrent ilet readings around 238¿240 mg/dl, after the ilet had been paused for approximately 80 minutes earlier the same evening; no alarms or alerts were reported, and the device later indicated the patient was in range. Symptoms included elevated blood glucose without reported injury. Outcomes included no medical intervention, hospitalization, or emergency care. Investigation included review of outcome data and troubleshooting with education provided to the patient. Investigation of this case revealed no device malfunction or component failure was identified, and the transient hyperglycemia was associated with a period when insulin delivery was paused; the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.